Event description:
It was reported that after implantation with infuse bone graft, pt complained of pain. An MRI taken approximately 6 weeks post op, showed two significant masses. It was reported that one mass was on muscle and the other mass was pushing into the spinal canal. A reoperation was performed to remove the masses. It was reported that a biopsy found that one mass was decalcated cortical and cancellous bone and the other mass was a hematoma.